Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultrasmart meter is giving inaccurate high readings of ¿223 mg/dl¿ compared to the lab reading of ¿59 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. Based on the alleged elevated lfs meter reading, the patient did not take any action in regards to diabetes management at the time of concern. The patient claimed that as a result of the elevated lfs meter reading, she developed symptoms of ¿sweating and lightheaded¿ 1 hour later. There was no report of any required medical intervention. During troubleshooting, the patient indicated the meter to lab comparison was performed more than 30 minutes of each other. The unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia after the alleged inaccurate high issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.